Manufacturer narrative:
One used sample was received. No product packaging was received. The product did not contain a lot number identification. The device was evaluated. A jagged tear was observed approximately 1.5cm below the proximal cuff shoulder. No other damage was observed on the device. There was a slightly "v" shape flap at one side of the tear. The failure was confirmed. The root cause was not identified. All information reasonably known as of 06-mar-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc product is defective or caused serious injury.

Event description:
Additional information received 13-feb-2019 via FDA report number FDA 3500 form mw (B)(4) stating, "during intubation with 8.0 endotracheal tube by the resident, the cuff on the ett tore, causing tube to be switched out." The device was being placed to "provide airway for the patient for intubation."

Manufacturer narrative:
All information reasonably known as of 15-feb-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number, aa8072v01, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 31-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).

Event description:
It was reported that a balloon blow blew up during intubation. It was noted that there was no harm to patient as a result of the incident. Additional information received on 16-jan-2019 stated there was no patient injury and another tube was used, and the patient was intubated without incident.